Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting off lung fissures during a laparoscopic thoracoscopic right lower lobe resection surgery, they consecutively used two reloads which were unable to fire. The surgeon was able to press the green button and squeeze the handle. They opened a new device to complete the case. There was no patient injury.